Event description:
The patient and a manufacturer representative reported that since (B)(6) 2016 the patient was only getting stimulation on their right side. The patient was not sure what happened as the device had been working the whole time prior to this issue. The patient wasn't sure if a wire came loose but their stimulation was only on the right side. The patient met with a manufacturer representative and the implantable neurostimulator (ins) was interrogated. Electrodes 0, 1, and 2 were above 10,000 ohms. The stimulation was programmed around those contacts and the patient was getting stimulation. The issue was considered resolved. The patient was implanted for degenerative disc disease and spinal pain.

Event description:
Additional information received from a manufacturer's representative (rep) reported that she was not able to determine why the electrode impedance was elevated. The rep stated that the patient didn't remember falling or having any other issues. The rep did not know if anything further was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.